Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that during the patient's post op impedance check showed high impedances on electrode 3. There were no know factors related to this issue. The electrode is not being used in the patient's programming. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting no actions will be taken to resolve the high impedances. The patient was not using the electrodes with high impedances and will continue to be avoiding those electrodes. The cause of the high impedance issue is unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.